Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection with sepsis. Reportedly, upon removal of the device, large amounts of pus were drained. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.